Event description:
Reported 1 false positive sars result, and negative upon repeat with another analyzer on one asymptomatic patient off label at the time. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard on 5 sofia 2 analyzers. Immediately after the first run, one minute later, the same 5x retained devices were tested on 5 sofia 1 analyzers. All devices yielded valid and accurate negative results on all analyzers at the 15 and 16 minute result read time. Root cause: could not duplicate with retains. Source: phone.